Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the distal lead fragment. In particular 31 cm distal to the is-1 connector pin the insulation was found rubbed through. In this region the coating of the conductor cable to the ring electrode was found damaged. Based on the characteristics of these findings, it is reasonable to assume that the lead had been subject to severe mechanical stress due to significant motion in the implanted state. The abrasion at 31 cm distal to the is-1 connector pin was consistent with exposure to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages, such as the damaged is-1 connector pin, most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was returned without documentation from medtronic. It was replaced with a medtronic lead. The patient's physician had no additional information, since they have not seen her for a couple of years. There were no adverse patient events reported. Should additional information be received, this file will be updated.